Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. An investigation could not be performed due to no complaint product sample being returned. A photo of the device template was provided by the customer, confirming the affected part number in this complaint. Smiths medical truly values the input of our customers and is committed to resolving quality related issues. It cannot be confirmed whether the product had any inflation defects without a conclusive investigation being performed. This being the case, no corrective action is planned at this time. Root cause could not be defined with confidence. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff is not inflating and cannot be used on a patient. No patient injury was reported.